Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: mechanical (04) - provisional top. Visual examination of the returned provided picture identified instrument is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
It was further reported that the device fractured during insertion. No mallet was used during insertion nor extraction. A second trial was opened and helped complete the case. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface fractured during knee arthroplasty. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.